Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella rp system with automated impella controller & impella rp flex with smart assist system with automated impella controller instructions for use & clinical reference manual: section: potential adverse events (united states): ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding multiple complications experienced by a patient during impella rp support. It was documented that the patient endured worsening acute renal failure with a possible relationship to the impella device. The patient was placed on continuous renal replacement therapy to treat the condition. It was also documented that the patient experienced sustained ventricular tachycardia with a possible relationship to the impella device. The patient was defibrillated and received an amiodarone bolus to treat the condition. The patient expired the following day. It is unknown if the conditions deemed possibly related to the impella device contributed to the death.

Manufacturer narrative:
The investigation for the renal failure and ventricular tachycardia (vt) has been completed. No product was returned for evaluation. Data logs were reviewed and lt log of case shows no positioning alarms or persistent suction alarms. Stable motor current was observed throughout case. No trends in placement signal. Clinical details noted that the patient was experiencing severe rv failure and acute renal and respiratory failure due to sepsis the day before impella implant. After pump implant, patient was placed on crrt for worsening renal failure. Additionally, patient experienced sustained vt overnight while on support. The root cause of the renal failure and vt cannot be definitively determined.